Manufacturer narrative:
The investigational analysis completed on 5/13/2019. The device was visually inspected and it was found in to be in good conditions. During the second visual inspection, reddish material was observed inside the pebax. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, along with two holes on the surface of pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc. (Bwi) product analysis lab (pal) found two holes on the pebax surface. Initially, it was reported that during an ablation procedure noise was observed. A second catheter was used to complete the operation. No adverse patient consequences were reported. The observed noise has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 4/17/2019, the bwi pal received the device for evaluation. Upon initial inspection, no damage or anomalies observed. During a second visual inspection, reddish material was observed inside the pebax sleeve. Although no internal parts were exposed, further testing was performed. Scanning electron microscope (sem) testing was performed on 5/8/2019, and the bwi pal observed evidence of mechanical damage and two holes in the pebax sleeve. The initially observed reddish material has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The two holes observed in the pebax have been assessed as MDR reportable. The awareness date has been reset to 5/8/2019.